Event description:
It was reported that the minicap sponge detached from the minicap. This was observed before patient use. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was not received; however, a photograph of the device was received for evaluation. Visual inspection revealed that the foam was separated from the cap. The reported condition was confirmed. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.